Event description:
The lens opacification was observed in 2002. The patient preoperative visual acuity was 20/2000 and post-op it was 20/16. However the patient is complaining of haze vision and their visual acuity had decreased to 20/22. The lens remains implanted.